Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow up when premature battery depletion was observed. No patient symptoms were reported. Plans were made to explant the device.

Manufacturer narrative:
No conclusion code available. Final analysis found the reported field event of premature battery depletion was not confirmed in the laboratory. Based on all available parameter and usage information, device longevity was found to be normal. The device was tested on the bench and the battery voltage adc measurements were not within specification. The discrepancy in longevity estimates observed in the field is believed to be caused by an anomalous component on the hybrid.

Event description:
New information received states that the device was explanted. The patient condition was stable.